Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 22 mg/dl at the time of the incident. The customer missed dinner on the day of the incident. The customer was at 140 mg/dl at the time of the call. The customer was given intravenous fluids and glucagon to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as this was a past event. Customer stated they were having both lows and highs and possibly needed retraining. The customer had been hospitalized on other occasions for highs and lows but did not remember the details. The insulin pump will not be returned for analysis.